Event description:
A home patient reported dry minicaps. Original samples were discarded. Home patient packages were sealed. The home patient reported no pt injury or medical intervention associated with these incidents.